Event description:
Occurred in early june. While at work, user tested with their precision qid blood glucose monitor. User does not remember their result. Based on the reading, user proceeded to take insulin then stated user "blacked out." User reported user was still conscious but does not remember what happened. Emts arrived between 2:00-2:30 am. At 2:15 am, user ate a honey bun. Emts tested their blood sugar at 2:30 am and the result was 49 mg/dl. Emt tested again at 2:45 am, result was in the 50's. User was sweaty. User went home at 3:00 am and went to bed.